Event description:
The customer contacted stryker to report that their device will complete the boot up cycle upon powering on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The faulty system board was evaluated by a stryker product assessment center technician. The technician found the t104 circuit shorted on the board, causing the issue. The faulty board was archived by stryker.

Manufacturer narrative:
A stryker field service representative evaluated the device and duplicated the reported issue. The system board was replaced to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was a faulty system board.

Event description:
The customer contacted stryker to report that their device will complete the boot up cycle upon powering on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.